Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches on the pacemaker housing. These were considered to be normal and expected. The header of the pacemaker was visual inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The pacemaker was successfully interrogated and the pacemaker¿s memory content was analyzed indicating that the device switched to the battery status ¿eri¿ on july 23, 2014 due to invalid memory content. By design, the pacemaker performs self-checks. In general, the device is equipped with the ability to detect invalid memory content and switches into safety backup mode. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. However, the activation of safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after a manual correction of the invalid memory areas, the ram application was operating as expected. Therefore, a manual reset of the ¿eri¿ status was successfully performed. Subsequent interrogation yielded the battery status ¿ok¿. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. Therefore, an additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In summary, the analysis revealed the battery status ¿eri¿ due to invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem

Event description:
This device was explanted and replaced due to a "malfunction." They were "unable to see a rhythm." There were no adverse patient events reported and the device was replaced with a competitor's device. Should additional information be received, this file will be updated.